Manufacturer narrative:
The insulin pump functions properly during rewind, prime/compromised force sensor system, the excessive no delivery, and displacement test. No prime/fill or rewind anomaly was noted. The pump was received with a scratched lcd window, cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she cannot get past the rewind process on the insulin pump. Customer stated that she cannot move onto the prime. Customer stated that her blood glucose is high because she just ate pizza and she has not corrected yet. Customer's blood glucose is 500 mg/dl. Customer stated that she was stuck in the rewind complete/bolus delivery loop. Troubleshooting was performed and the customer stated that she did not receive the 2nd series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.